Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to a bent cannula, which occurred because the infusion set was inserted into a site with insufficient subcutaneous tissue. The insertion site was abdomen. The infusion set had been in use for a few hours. The patient's blood glucose level reached 300 mg/dl and remained elevated for one to two hours. The patient was treated using the pump. No further information is available.